Event description:
It was reported that the preloaded tecnis simplicity eyhance intraocular lens (iol) had a bent haptic per the doctor during handling prior to insertion. There was folding issue and no patient contact. Patient has recovered and stable. Lens is not being returned and was discarded. No further information was provided.

Manufacturer narrative:
Section a2, a3, a4 and a5: no patient contact. Section d6a: if implanted, give date: not applicable, as there is no indication that the lens was implanted. Section d6b: if explanted, give date: not applicable, as there is no indication that the lens was implanted. Section e1: reporter last name and email address: unknown/nor provided. Section h3: other 81: the device was not returned for evaluation as the lens was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.